Event description:
Reporter alleged obtaining a discrepant blood glucose value of 60 mg/dl back to back with a result of 329 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that because of those discrepant results, he went to the doctor and compared a result of 130 mg/dl obtained on the doctor's device to a result of 398 mg/dl obtained on his advantage system within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.